Manufacturer narrative:
This medwatch is for the aviva meter. (B)(4).

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 119 mg/dl (aviva) and 54 mg/dl (compact plus). No actions taken based on device results. No adverse event reported. Review of storage, handling, dosing, and technique was performed # all acceptable. Requested return of suspect device and replacement was sent.